Event description:
Patient had a thoracentesis on (B)(6) 2015 draining 1100 cc. A right pigtail chest tube was left in place and draining straw colored fluid. On (B)(6) 2015 at 1617, the patient complained of back pain. Upon assessment the chest tube was found broken and draining straw colored fluid. The chest tube was clamped and md notified. The patient was sent to interventional radiology for removal of the broken chest tube and replacement of right pigtail chest tube.